Manufacturer narrative:
The reported programming error of a pca only infusion of the drug hydromorphone was confirmed. Hydromorphone had been programmed on (B)(6) 2018 with the concentration at 1mg/ml *adult* (drugid=482) which was delivering the pca only dose vtbi at 0.3ml. While on the same patient a reprogramming of the same drug hydromorphone had the concentration 0.2mg/ml selected *peds* (drugid=481). The pca only dose was not changed and as a result the pca only dose vtbi had increased to 1.5ml, which was five times the intended dose. A total of 6 ml was delivered to the patient over a time period of approximately 11 hours and 20 minutes. The pca module passed the asm accuracy testing with no issues noted. The root cause for the found concentration at 0.2mg/ml when it was expected at 1mg/ml is attributed to programming. No malfunction of a device is believed to have occurred.

Event description:
It was reported that a pca module was involved in a programming error. The hydromorphone 50mg/50ml in a 60ml syringe infusion was programmed using guardrails drug library with an intended dose concentration of 1mg/ml. The infusion mode was set as "pca dose only, no continuous infusion". However, it was discovered during change of shift it that the concentration was 0.2mg/ml. The user reported that there was no change any concentration settings on the pump. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: bd 60 ml syringe,therapy date (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Customer declined to provide the requested patient information.

Event description:
It was reported that a pca module was involved in a programming error. The hydromorphone 50 mg/50 ml in a 60 ml syringe infusion was programmed using guardrails drug library with an intended dose concentration of 1 mg/ml. The infusion mode was set as "pca dose only, no continuous infusion." However, it was discovered during change of shift it that the infusion run at 0.2 mg/ml concentration. The user reported that there was no change any concentration settings on the pump. There was no patient harm.